Event description:
Boston scientific received information that the patient presented to the ER due to feeling short of breath, which could possibly be due to respiratory congestion. Upon review of a remote interrogation, it was noted that there were no episodes for the past 72 hours. The right atrial lead had previously been programmed off for pacing but was still sensing. Also, there was oversensing of ventricular events on the atrial channel. Additional information was received from the clinic that the patient was discharged from the emergency room with a diagnosis of bronchitis. The clinician also stated that the ra lead had dislodged in (B)(6) 2013 after the patient fell. The lead was repositioned one month later. When the patient returned for a check, the lead was found to be dislodged again as the patient taken another fall. The clinician noted that it was agreed a third revision would not be done and the condition would be monitored for any changes. The system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.